Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The tap was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. As reported, the tip of the returned tap has been bent. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the tip of the tap was bent. It was noted that the cause of the bend was unknown. There was no patient present when this issue was identified.